Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "we received a complaint about the hoffmann2 micro lengthener via surgeon/nurses at the mcindo centre. The case happened on (B)(6) 2024 for a metacarpal lengthening case. The surgeon reported that the distractor didn't work as expected. As the micro-lengthener was used to distract the bone, the pins moved inside the clamp and resulted in an unexpected outcome."(B)(6) 2024 - additional information. Instead the patient had to come back an additional three times to have the device adjusted ((B)(6) visits in total). The first 4 I believe would have been under anaesthetic 2 general and 2 local as there was pins being inserted and significant adjustment being made. The final time they were not under anaesthetic as just pins were being removed. The revisions took place because the pins would become lose within the clamp and thus be ineffective.

Event description:
As reported: "we received a complaint about the hoffmann2 micro lengthener via surgeon/nurses at the mcindo centre. The case happened on (B)(6) 2024 for a metacarpal lengthening case. The surgeon reported that the distractor didn't work as expected. As the micro-lengthener was used to distract the bone, the pins moved inside the clamp and resulted in an unexpected outcome." 5/3/2024 - additional information. Instead the patient had to come back an additional three times to have the device adjusted (5 visits in total). The first 4 I believe would have been under anaesthetic 2 general and 2 local as there was pins being inserted and significant adjustment being made. The final time they were not under anaesthetic as just pins were being removed. The revisions took place because the pins would become lose within the clamp and thus be ineffective.

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.